Event description:
Additional related MFR # 2916596-2023-03989.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed a driveline disconnect event which resulted in a pump stop; however, a specific cause for the driveline disconnect could not be conclusively determined through this evaluation. The submitted log file contained events captured at the default timestamp on (B)(6) 2001. The driveline was disconnected towards the end of the file, causing the pump to stop. It was unknown how long the driveline was disconnected due to the events being captured at the default timestamp. No other notable events or alarms associated with the patient¿s pump were observed. The pump appeared to function as intended and operated above the low speed limit while the driveline was connected. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instruction for use (IFU) and the heartmate ii lvas patient handbook are currently available. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. These sections also state that the pump will stop if the driveline disconnects from the system controller. If the driveline disconnects from the controller, it should be promptly reconnected to resume pump operation. Section 2 of the IFU and section 2 of the patient handbook also provide instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 of the IFU and section 5 of the patient handbook outline all system controller alarms, as well as the proper actions associated with them. Section 8 of the patient handbook also lists examples of emergencies and what actions to take, including when the pump has stopped. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient exchanged their backup battery at home. The patient reported ¿no connection¿ alarms, and they reported that they changed their own internal battery with their backup system controller¿s battery, and this apparently stopped the alarms. The clinicians were unsure of which system controller this was done to. The log file review showed that there was a system controller exchange near the beginning of the log and then some time passed and then the driveline was disconnected near the end of the log.

Manufacturer narrative:
Related MFR: 2916596-2023-01351 a supplemental report will be submitted once the manufacturer¿s investigation is complete.